Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013, inratio inr: 1.0, inr: 3.4. The time between testing was two minutes between each of the three finger sticks. Reportedly, the pt added multiple drops of blood to the test strip. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.